Event description:
It was reproted that the programmer powers up to the bios screen and does not power up normally requiring replacement.

Event description:
It was reported that the programmer powers up to the bios screen and does not power up normally requiring replacement.